Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. Lab analysis confirmed a broken strut, however it remained intact to the device. Recurrence of this malfunction could result in a vessel dissection or perforation, embolism or retained device fragments that may require surgical intervention to remove device. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. (B)(4). The angiosculpt was returned for evaluation. Visual examination found a damaged distal bond with the scoring element rings lifted from the bond. The scoring element had one broken strut and multiple kinks were observed on the shaft. No piece of the angiosculpt separated from the catheter. During retraction, the angiosculpt got caught on the vessel. Based on the lab analysis, it is probable that some degree of force was applied, resulting in the broken scoring element strut. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The 200 mm angiosculpt was deployed and left up in the sfa for 2 minutes. On deflation, the scoring element got caught in the vessel. The angiosculpt device, sheath, and guide wire were removed as a unit and the procedure was completed. Upon removal, the scoring element was mangled but no piece of the scoring element detached or separated from the device.